Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the global find was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the global find had not been working. A technical support specialist (tss) found that the global find had stopped working because the station port sharing services were turned off and disabled. The tss enabled the port sharing function on the device and had the customer test it. The customer confirmed that the medications were searchable. The tss sent an email to the customer to ensure that nurses were able to search for medications using the global find tool. The system functioned as intended after the technical support specialist troubleshot the device.